Manufacturer narrative:
The product was not returned and could not be evaluated. No root cause can be determined. If any additional information is obtained, a follow-up report will be submitted.

Event description:
Patient underwent rf ablation procedure in 2007. The catheter tip got stuck inside of the vein, and a piece of the vein stuck to the end of the catheter at the sapheno-femoral junction.